Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of an automated peritoneal dialysis set was loose. The issue was found before use and the device was not used. There was no patient injury or medical intervention reported. No additional information is available.